Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer number: 1627487-2022-02323. It was reported the patient experienced a fall and later began to experience auto reducing. Troubleshooting with reprogramming allowed therapy to persist. Yet, x-rays confirmed there is a noticeable kink in the lead where it could be fractured and there was high impedance in all 4 contacts on the l4 lead. Surgical intervention may occur later to address the issue.

Event description:
Additional information received indicate surgical intervention occurred on (B)(6) 2022, wherein the physician attempted to pull the lead out of the l4 space but it was lodged. In turn, an attempt to pull the lead out, unsheathed the lead leaving half of the lead inside the patients body therefore the revision procedure was aborted. As a result, additional surgical procedure may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate surgery took place on (B)(6) 2022, wherein the lead at l5 was replaced to address the issue.